Event description:
It was reported that the device was found to be in backup operation mode via review of remote transmission. The patient was brought into the office, and the device was reprogrammed to its original settings. There were no adverse health consequences, the patient was stable.